Event description:
Information received from the article: chalouhi et al. Intracerebral hemorrhage after pipeline embolization: management of antiplatelet agents and the case for point-of-care testing -- case reports and review of literature. Clinical neurology and neurosurgery 124 (2014) 21-24. It was reported that a middle-aged patient with a right cavernous sinus aneurysm was treated with 3 overlapping pipelines. The patient was readmitted 1 week later due to right-sided orbital pain and headache, both of which rapidly resolved with a short course of steroids. Eighteen days post procedure, the patient returned with a right frontal ich (intracranial hemorrhage). Following clopidogrel adjustments and a platelet transfusion, the patient improved clinically to the point where he/she was neurologically intact. The information was received from the same article as MDR# 2029214-2015-00124.

Manufacturer narrative:
This report was created to capture the post procedure complication experienced by the patient and was received though the article: chalouhi et al. Intracerebral hemorrhage after pipeline embolization: management of antiplatelet agents and the case for point-of-care testing -- case reports and review of literature. Clinical neurology and neurosurgery 124 (2014) 21-24. (B)(4).